Event description:
The customer reported that alarms were not sounding.

Manufacturer narrative:
(B)(4). The customer reported that alarms were not sounding. Though there have been no serious injury or death events related to these reports, in abundant caution, philips is reporting this event. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.